Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The instructions for use included with the pin states that "do not subject instruments to high loads and/or impact as breakage can occur." Additionally the tm reverse surgical technique states on page 14 "do not use excessive force when driving the 2.5mm pin into bone as this may cause it to bend or fracture." With the provided information an exact cause of the reported fracture could not be determined. No other complaints of any type have been reported for this lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during surgery, a guidewire screw pin broke off into the center of the scapula glenoid vault. The pin was left in place and remains in patient.